Manufacturer narrative:
(B)(64. Batch # m54a5x. Additional information was requested and the following was obtained: on which firing did this occur? No information. Was it able to be observed if the black plastic piece was from the reload? Yes, the black plastic seemed to be from the reload. Was it able to be observed if the black plastic piece was from the device? No. Will all pieces be returned with the device? Yes. If no, were they discarded? Na. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload was received fully fired and the left gripping surface broken. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open stoma closure, a black plastic piece came out after firing on the colon. The firing was completed without problem. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.